Manufacturer narrative:
Additional info: b.3. No product will be returned per customer. The customer complaint of heparin drip leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that heparin drip was leaking from the tubing. There was no patient care delay and it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that heparin drip was leaking from the tubing. There was no patient care delayed and it did not contribute to, or result in serious adverse impact to patient.